Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Performed test drive and was unable to duplicate the trouble reported. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, that the left master tool manipulator (mtm) on the console 2 had a non-intuitive and experienced a slight delay. The surgeon switched to console 1 to finish the case. System logs did not show any issues with the console mtms. Initial troubleshooting included suggesting a power cycle at the end of the case. The procedure was converted to another dv system with no reported injury.